Event description:
Initial reporter stated cassette wouldn't hold fluid, leaked into the machine during surgical setup. Surgery was not in progress at the time, however, there was a few minutes of delay while they changed to another pack after cleaning out the machine. There was no adverse effect on the pt.